Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was patient stated over the last couple weeks, their stimulator was not working properly. Patient said they had to increase all of their settings about double what they normally were, but were still feeling increased pain that they had not felt for years. Patient also mentioned they had gotten an error message that said there was a problem multiple times over the past couple months. Patient did not remember what the error message said other than to call the manufacturer, but said they would charge and the message would go away. Patient then said stimulation would also shut off randomly and just shut off during the call. Agent asked if patient had noticed any patterns of when stimulation would turn off, and patient said no. Patient then said they went to their doctor today, who told them to call to see if they could reprogram the stimulator. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed role of a manufacturer representative (rep), provided  national answering service (nas) number, and emailed field team in patient's area.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.